Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they have sores on the sides and back of their tongue which is causing their entire tongue to have throbbing pain. Provided information, hht&t tips. Requested an update.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.